Event description:
Reported event of "hematoma self-limiting" from journal article,: "direct to implant breast reconstruction by using seri, preliminary report", journal of experimental and clinical cancer, biomed central, 1756-9966, published online 25 november 2014 (http://www.jeccr.com/content/33/1/78). The author of the article did not mention treatment of surgical reoperation. The device remains implanted and the side is unknown.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Multiple requests for further information has not been returned as the device was not explanted. Lot number of device and further event information has been requested. The event of "hematoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hematoma as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection potentiation, inflammation, adhesion formation, fistula formation, and extrusion." Device-relatedness has not been established.